Manufacturer narrative:
Electrode belt sn (B)(4) was returned and evaluated at the distributor. The reported problem ("check te" messages) was confirmed. Upon investigation the electrode belt had an intermittently open pulse wire in the cable connecting ECG "a" and the front therapy electrode. The cause for the reported alarms was the intermittently open wire. The root cause for the open wire was excessive force. No adverse event resulted from the open wire.

Event description:
A us distributor received a patient's electrode belt and reported that the patient was receiving "check te" messages.